Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with severe ventricular dysfunction and acute coronary syndrome and a st-elevated myocardial infarction (stemi) was confirmed. The procedure on (B)(6) 2014 was to treat a type a lesion located in the mid diagonal artery (da) with 80% stenosis. Pre-dilatation was performed with a 2.5mm and a 3.0mm semi-compliant balloon with residual stenosis reduced to less than 40%. A 3.0x28mm absorb was implanted. The final angiographic residual stenosis was less than 10%. The patient was prescribed dual anti-platelet therapy (dapt) consisting of aspirin and clopidogrel. On (B)(6) 2016, the patient returned to the emergency room with acute coronary syndrome and a st-elevated myocardial infarction (stemi) was confirmed. Restenosis and thrombosis were identified and was treated with the implantation of a 3.5x28mm xience alpine stent. The angiographic result was good; however, the severe ventricular dysfunction which the patient presented with prior to the index procedure continues. No additional information was provided.